Manufacturer narrative:
Product event summary: analysis was able to confirm the stated reason for return of a faulty touch screen. The touch screen was damaged, causing a deviation between the stylus and the cursor. It was additionally noted that no stylus was returned with the programmer, that the company logo button and upper and lower bullets were missing, that the latch from the keyboard, hinges support plate, latch from the power bay cover and the latch from the media bay door were all broken and that software errors were found in the update history. Due to a lack of available replacement parts the programmer was being scrapped.

Event description:
It was reported that the programmer's touch screen was faulty. The programmer has not been returned for service. There were no patient complications reported as a result of this event. It was further reported that the product had been returned to service. It was further reported via follow-up that the touch pen would not calibrate with the touch screen.